Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, during the preparation of catheter placement, because the nursing staff found that the valve opening was very large and different from the original one, the nursing staff thought that the size of the valve opening was problematic, and subsequently opened two sets of catheters, thinking that there was a problem with the catheter valve opening. It was reported this event occurred with three devices. This report will address all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged or defective valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation were three 4fr sl groshong catheters. A functional flow test was conducted for each unit using water and a 12ml syringe. Testing determined that all three units aspirated as intended and were patent to infusion. A measurement of the valve slit length was taken for each catheter. All three catheters were found to be within specification. No condition was observed which would have prevented normal function of the groshong valve. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, during the preparation of catheter placement, because the nursing staff found that the valve opening was very large and different from the original one, the nursing staff thought that the size of the valve opening was problematic, and subsequently opened two sets of catheters, thinking that there was a problem with the catheter valve opening. It was reported this event occurred with three devices. This report will address all three devices.